Manufacturer narrative:
The torn leaflet was confirmed, consistent with the insufficiency noted. Leaflets 1 and 3 contained tears. Leaflet 2 was previously excised and returned separately, and the remnant tissue base appeared to be a tear. Focal thrombus was noted at the stent near leaflet 2. A marked thickening was noted on the free-edge of leaflet 1. Qualitative x-ray analysis found stent post 2 was twisted. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies, including stent deformation, during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation revealed degenerative changes and loss of collagen at all tear sites, which could have contributed to the tear. The focal thickening of leaflet 1 had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. Furthermore, while the stent post damage was consistent with damage during explant, when the damage occurred could not be determined and, if present during insertion, would further exacerbate the unbalanced stress relief.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
Patient was admitted to the hospital after a syncope. A transthoracic echo showed the patient had an aortic insufficiency and that one of the leaflets in the valve was non-functional. The valve was explanted and it was observed that the missing veil was only attached to the structure by the posts and there was a break in the floor of the valve where it meets the ring. The patient had recently suffered some episodes of unirany's sepsis that is suspected that this may have had an influence. The patient is currently stable.